Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings. The device being reported in this report is also being reported in another MDR see 3013394970-2018-00031.

Event description:
The user facility reported imperfect hemostasis using 9 fr procedural sheath. A 9 fr procedural sheath was used for the 8 fr angio-seal device. The hemostasis procedure was successfully completed, but hemostasis was not perfectly achieved. Manual compression was applied. It seemed that the color of the 8 fr angio-seal device was green (6 fr angio-seal device), not blue (8 fr angio-seal device). The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. Blood loss was less than 250 cc. There was no health damage to the patient. Hemostasis was successfully achieved by manual compression. A super sheath (medikit) and a radifocus guidewire (terumo) were used.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.